Manufacturer narrative:
H2-additional information was received. Tandem clinical support specialist met with customer and customer agreed to try different infusion sets. Customer will be resuming pump therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer attempted to address the alarms by re-filling the tubing; however, alarms persisted. Customer changed out infusion sets but ultimately reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 120-170 mg/dl. Root cause could not be determined as customer addressed the alarms prior to contacting tandem technical support.